Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead alerted for high pacing impedance and high defibrillation impedance. Review of performance data found there was no rv lead capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.